Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient who developed a vitreous hemorrhage after having micro-stent implant. Surgeon indicated the patient is getting a vitrectomy and anterior chamber washout and stated he is not sure why he got the hemorrhage, but indicated "maybe low pressure causing mild choroidal effusion or that the device was in ciliary body". The surgeon also noted the patient was coughing, which might have led to the symptoms as well. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of developed a vitreous hemorrhage after having implant, vitrectomy, and anterior chamber washout; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no information provided indicating a failure of the device. The information provided was not sufficiently specific to determine if the event was related to surgical complication, patient pre-condition, user handling, device failure, or a combination of these factors during device implant. The manufacturer internal reference number is:(B)(4).